Event description:
Patient reported "diagnosed with rupture after ultrasonic imaging" against left side device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: the device has no opening. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Pain: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, wear abrasion observed, deformation observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side breast hard, pain. And capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Patient reported, "diagnosed with rupture. After ultrasonic imaging". Against left side device. Patient also reported, capsular contracture, baler grade IV. And texture against left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.